Manufacturer narrative:
Product analysis # (B)(4). Author/date/subject/note: (B)(6)/ (B)(6) 2019 / auto created from work order (B)(4)/ status updated from in process to completed date completed updated from null to (B)(6) 2019. Hardware updated from null to pass. Software updated from null to fail. Instruments updated from null to pass. Software failure updated from null to import exam. General summary of failure(s) updated from null to staff unable to use dicom q/r. Is general failure resolved? Updated from null to yes. Does the system perform as intended? Updated from null to no. Were hardware parts replaced? Updated from null to no. Action/resolution updated from null to user error. Additional training was given to new staff members. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused by user error and not a malfunction of the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when loading digital inter communication of medicine (dicom) qr, the site was getting an error message stating that there was no failure in the sr manager. The ent software worked and loaded without and issues. The site was trying to load patient images for a case later in the day. Technical services recommended that the site try to load the patient scan as a cd in the ent software. No patient was present at the time of the event. Follow-up with the manufacturer representative (rep) determined that the cause of the issue was user error in that the person using the system did not see the note indicating a process change with new software installed. The site was using the standalone dicom q/r application, rather than the embedded dicom q/r application the site has been re-trained. The issue has since been resolved and there was no malfunction of the device or software.